Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds (B)(4), while on a pt, had a nitric oxide (no) cell failure with grossly fluctuating no levels. The respiratory therapist stated there was no effect to the pt and no adverse event occurred. The respiratory therapist performed both low and high calibrations on the device without effect. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inomax ds (B)(4) had a nitric oxide (no) cell failure with grossly fluctuating no levels. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.